Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm, which was resolved by a set change. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 381 mg/dl. During troubleshooting, the insulin pump manually primed and passed the displacement test. The customer also reported that he had been experiencing high blood glucose levels up to 400 mg/dl and low blood glucose levels down to 60 mg/dl. Blood glucose level at the time of this call was 311 mg/dl. The insulin pump did not show any signs of malfunction during troubleshooting. The customer was sent a tubing clamp in order to complete troubleshooting. The insulin pump was not replaced or returned for analysis.